Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Event description:
It was reported "pt told writer they thought ivad was leaking while chemotherapy infusion. Three very small wet spots noted on pt's shirt. All connections of ivad, IV tubing tight. Ivad was flushed with excellent blood return. A very slow, small leak of fluid noted at the end of the ivad tubing. Leak remained after neutral conncector changed. Ivad removed and pt re-accessed with a new device."